Event description:
In 2002, gliatech was made aware that, for two units of adcon-l, the seal delaminated. The product was not administered to a patient. Product number is g0026. A return goods authority was provided to the distributor. Although the original event was reported to involve two units, three units of adcon-l (1 - unit of a01233n1 and 2-units of a01121n1) were received by gliatech 11/11/02. Lot # a01233n1: manufactured 8/21/01; expired july, 2003. Lot # a01121n1; manufactured 5/1/01; expires april, 2004.